Event description:
It was reported that the patient experienced an infection at the lead site. As a result, the patient underwent surgical intervention wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6).

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.